Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report a knob malfunction on this defibrillator. No pt harm was reported.